Event description:
It was reported the patient fell off a ladder and "suffered head trauma from which he expired." There is no allegation from a health care professional that the death was device related. Additional information concerning the cause of death has been requested and not received.

Event description:
It was reported the patient fell off a ladder and "suffered head trauma from which he expired." The physician confirmed head trauma as the cause of death and physician has no suspicion of device/lead malfunction or arrhythmia. The patient had been lost to follow up and had not been seen at the clinic since 2007.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.